Manufacturer narrative:
A lithium metal coin battery was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to the coin battery being depleted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the coin battery. The ventilator was not on a patient at the time of the event.